Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the gauze were falling apart. The threads were separated. In the past the account had issues with the non-sterile sponges falling apart provided from the custom pack. Since then, they have not heard of any issues but now they started to experience the same problem. When the customer replaces the non-sterile sponges with a sterile pack provided by medtronic, they do not have this problem. The account will not provide further information.